Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
#E2012017 report late due to asr to individual reporting transition.

Event description:
As per complaint (B)(4), a dental implant had a failure of integration during a clinical procedure and the implant was explanted. Delayed healing and inflammation were reported.